Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips began to stick in the gun and in some cases, scissored on the vessels. The case was completed with no patient consequence.